Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the gasket was sticking out, the hose had cracks and the base plate was loose. Therefore, the reported condition was confirmed. The assignable root cause was due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during testing, it was observed the foot control device was leaking oil. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.